Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked and the anchor was visible within the distal tip. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the distal tip preventing proper deployment of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 30nov2023: the procedure was a revascularisation of the lower limbs. The only information found was that an 8f sheath was used. No undesirable events were noted in the file. A pre-deployment angiogram was performed. Manual compression was applied for 25 minutes. The patient was stable. The procedure was carried out under systemic heparinisation 50 units/kilo not protaminated at the end of the procedure. Patient was european.

Event description:
The user facility reported that the angio-seal was inserted in the usual way, the clicks to insert and deploy the anchor were heard however, the anchor did not deploy. Prolonged manual compression and pressure dressing was applied and bed restraint was required. There was no harm to the patient.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.